Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A photograph shows what appears to be a teardrop / pear shaped clip still within the device jaws. Additionally one to the clip legs appears to be advanced further than the other. The teardrop/pear shaped clip is an indicator that there may have been backward forces applied to the clip during firing. Since one of the clip legs has been advanced further forward than the other this indicates that one clip legs was restricted during firing. When a clip is forming the clip legs must move forward because they are getting longer as they are flattening out. If one leg gets restricted the clip legs lengthening still must happen hence the clip will rotate within the jaws allowing the other clip leg to grow/advance for both legs. Additionally the force that restricted the leg also probably pushed the clip beck into the jaws throat creating the pear shape. Conclusion: the pear shaped clip with uneven leg length was the result of some inadvertent backward and lateral forces placed on the clip pushing it back into the throat while restricting the advancement of one of the clip legs during firing.

Event description:
It was reported by the sales rep that during an unknown procedure, the surgeon attempted to clip the cystic artery and completed a full firing stroke of the device. The surgeon noticed that there was no clip on the vessel. He then looked in the jaws of the device and noticed that there was a clip in the jaws that was in the form of a tear drop with the distal tips not closed, and not the same leg length. The surgeon took a picture of the clip and is on file. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.